Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an implantable neurostimulator 97715 intellis adaptivestim pain, which was implanted and remained in service, had a pocket-site issue involving skin breakdown over the left superior border of the implantable neurostimulator pocket with the device visible/exposed. It was further reported that there had been a scab over the device that opened and was associated with pustulant drainage from the pocket/site. The patient denied any trauma to the area. The patient went to the emergency room for planned device removal, and explant was scheduled for the afternoon of (B)(6) 2026. The issue was reported as ongoing and not resolved.